Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot emit x-ray. Upon further inspection, the fse found that the x23 inner have short-circuit with 0v due to failure of cable. The fse replaced the x23 cable. After replacement of the x23 cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that no x ray was possible. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.